Event description:
It was reported that the right atrial (ra) lead dislodged after the patient was doing some heavy lifting. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.